Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, 6 weeks after a tka with a journey ii cr knee system, on (B)(6) 2022, patient experienced a flexion contracture, rom 95/5/0. This was address with a manipulation under anesthesia on (B)(6) 2022, a rom of 130/0/0 was achieved. Patient is still recovering.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the root cause of the reported flexion contracture cannot be definitively concluded. However, we cannot rule out non-compliance with the rehabilitation plan or a possible trauma as likely contributory factors. Therefore, the causal relationship between the s&n device and the reported alleged event cannot be confirmed. Although it was reported the patient started with range of motion (rom) 95/5/0 and the post manipulation under anesthesia (mua) was a rom of 130/0/0, the patient impact beyond the limited range of motion, and subsequent mua cannot be confirmed nor concluded since it was reported the patient is still recovering. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed as a possible adverse effect that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, rehabilitation plan non-compliance or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00121122-1